Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7073869 UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient reported experiencing pain due to insufficient stimulation. To address this, a revision procedure was performed, during which the percutaneous lead was removed and replaced with a paddle lead. The new lead was positioned higher on the vertebrae than the previous one. The location of the removed lead is currently unknown. Despite good faith efforts, no further information was available.